Manufacturer narrative:
Evaluation summary: one vlft10gen was received for evaluation. The returned sample met specification as received by medtronic. The reported condition could not be confirmed. The investigation could not recreate or confirm the mentioned fault. The units were kept under soak testing and found to be operating within manufacturer's operating parameters. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter the device did not complete a permanent seal. The surgeon had to seal 3/4 times per cycle to feel it was achieved. Patient status was unknown.